Manufacturer narrative:
(B)(4). Physio-control determined the cause of the malfunction to be excessive current leakage from the analog pcb assembly due to process residue on the fl9 filter. A replacement device was provided to the customer.

Event description:
It was reported that the device showed the charge pak icon before the expiration date. Physio-control evaluated the device and observed an excessive current leakage that depleted the internal hlc battery at a rapid rate. There was no patient use associated with the event.

Manufacturer narrative:
This product complaint requires a supplemental MDR to document that field action number 3015876-02/08/2013-001c is relevant to the reported issue.

Event description:
Supplemental MDR is required to document that field action number 3015876-02/08/2013-001c is relevant to this reported issue.